Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, and h6.

Event description:
It was learned through medical records that a patient with a 23mm aortic valve implanted for six years, six months underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 23mm valve. The patient was discharged. Approximately 10 month later the patient required redo avr due to elevated gradients/stenosis, the transcatheter and surgical valves were explanted. There was a large amount of dense pannus found on the underside of the surgical valve. An aortic root enlargement was performed and a 25mm pericardial valve was implanted in replacement. Post-op echo showed the surgical valve with no ai and normal aortic root dimension.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 23mm aortic valve implanted for seven years, four months underwent redo aortic valve replacement due to pannus. A 25mm valve was implanted in replacement. The patient was discharged on pod #11. There was no allegation of device malfunction.